Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated. The reported event can be confirmed as the device was returned with a broken anchor. Visual examination of returned device identified that the anchor is fractured and the tip of the inserter is bent. Device history records were reviewed and no discrepancies related to the reported event were found. Medical records were not provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign : poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, while driving the anchor, the tip broke off. Attempts have been made and additional information on the reported event is unavailable at this time.